Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer blood glucose at the time of incident unknown. Troubleshoot was not performed. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked case, cracked case from display window corner, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.